Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold and impedance measurements, which were not out of range. The device was reprogrammed at that time and the patient was being monitored. Then, it was later reported that the patient was having episodes of syncope, and a lead dislodgement was noted. The r wave amplitude measurements had decreased, and the impedance measurements were greater than 2000 ohms. The rv pacing was programmed off. The patient did not wish to undergo another procedure; therefore, no further actions were planned at that time. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received reported that the lead was not sensing or pacing properly. A surgical revision was performed, and the lead was explanted due to incorrect placement. A new lead was implanted. No additional adverse patient effects were reported.